Event description:
It was reported that this recently implantable pacemaker and both leads were explanted due to infection. The system was replaced successfully with a non-boston scientific product. The explanted products will not be returned. No additional adverse patient effects were reported outside of the revision procedure.